Event description:
The pt, who was enrolled in the study at index, had an 18 x 30mm bx velocity stent implanted in the mid left anterior descending artery. Eight months later, this pt was admitted to the hosp experiencing dyspnea. A coronary angiogram was conducted and an in-stent restenosis was observed. To treat the restenosis a balloon (site unk) angioplasty was performed. There was no reported pt injury. This product is similar to the united states distributed product.